Event description:
It was reported during a low anterior resection the ax55g was fired across the bowel. The staples released but did not form. A second instrument was fired and it performed fine. There was no consequence to the pt.

Manufacturer narrative:
Proximate access 55 articulating linear stapler-based upon the inquiry information received, the visual examination, and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was returned in good physical condition, with no anomalies or deformation observed. The instrument was then reloaded, cycled, fired and formed all staples without incident. The staples wer measured and were found to be within specifications. No conclusion could be reached as to why "the staples released but did not form" during surgery.